Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous false low ise sodium (na) results for one hundred (100) patients involving the au5800 ar clinical chemistry analyzer. The customer repeated the sample on another system and obtained a result considered correct by the customer. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided examples of false results for nine (9) patients.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse found multiple issues while onsite on servicemax ca-05017607, wo-04884262, and servicemax ca-05055498, wo-04921964. The fse found a damaged cell 1 reference electrode, bubbles in the cell 2 reference fluid line, a bend sample probe, and quarterly maintenance was past due. The fse returned onsite on and found the gear flow volumes to unit 1 reagent probes and ise sample probe wash below specification at 10 ml. The fse replaced the cell 1 reference electrode, and the complete set of ise tubing for both ise cells, re-positioned the cell 2 reference electrode, cleaned the inlet of both ise cells, replaced wash syringe, 3 way valve, pressure sensor, ise waste tubing, cell 1 reference block, gear pump pcb, gear pump, di water pump, and degasser to resolve the issue. The failure mode was determined to be due to multiple hardware malfunction. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Beckman coulter internal identifier is (B)(4).